Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging an issue with coding her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 8 am. The customer care advocate (cca) was advised the patient does not take medication to manage her diabetes and it is not known what action the patient took at the time of the alleged issue. Approximately 12 hours prior to the start of the alleged issue, the patient claimed she had symptoms of "jitteriness, rash, nervous and tension." That evening after the alleged issue begun, the patient went to the emergency room (ER) and obtained a blood glucose result of "183 mg/dl" with an ER/ hospital device. On (B)(6) 2010, the patient claimed she was administered insulin (type/ amount not specified) by a health care professional (hcp). At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter. Replacement products were sent to the patient. It is not known if the patient developed symptoms after the alleged issue or if the patient continued to test on another device; however, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.